Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 - lot number - unknown.

Event description:
It was reported that patient with diabetes called ps reporting that a line block alarm was received the previous night and stated that instructions were given to call ps to report it. Pwd reported that after getting out of bed to go to the bathroom, a line block alarm occurred once lying back down in bed. Pwd stated that the alarm was resolved by performing an infusion site change. Both infusion sites were located on the abdomen. Pwd reported using humalog insulin. Cps reviewed possible causes of line block alarms and the appropriate steps to resolve them. Pwd verbalized understanding. Pwd also reported that cgm readings were approximately 32 points off but stated that the issue resolved on its own. Pwd informed cps that a transfer to abbott customer support was not requested and confirmed that no replacements were needed. No further questions were reported. A. Lyons the event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.